Event description:
In early 2008, the patient reported that she has experienced the infusion tubing disconnecting at the luer connection on several occasions. She stated on the latest occurrence that the infusion tubing stretched until it was very thin. She stated the infusion tubing had been in use for "a couple of days." The patient was not able to provide lot information as she had thrown the original packaging away. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.